Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The manufacturer representative and the consumer reported that the patient's implantable neurostimulator was in overdischarge. A physician mode recharge was performed. The patient was seen by a manufacturer representative on (B)(6) 2015 and no power on reset (por) was seen. Reprogramming was attempted but some of the impedances were out of range. An x-ray was performed on (B)(6) 2015 and it showed that both leads had moved. They were working to schedule a replacement of the leads at the time of the report. There were no symptoms reported. The patient was indicated for spinal pain.